Event description:
Long left gamma inserted in 2001. Patient presented to doctor in late feb/early march with hip pain. X-rays taken showed proximal portion of nail bent medially. Extraction surgery performed in 2002 at hospital. Nail was found to be broken at level of lag screw junction. Patient was revised.